Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non- dependent patient¿s left ventricular lead exhibited high pacing lead impedance and high capture threshold. As the patient has a left ventricular assist device, the physician has opted to not revise the lead. Programming changes were made. The patient was stable throughout and will continue to be monitored.